Event description:
This senior medical surveillance specialist reviewed the customer care advocate's (cca's ) documentation. The pt/layperson called in the evening on (B)(6) 2009, concerned that his onetouch ultralink meter had prompted 'high glucose' (greater than 600 mg/dl) at 6:00 a.m. The same morning. The pt bolused 18 units of novolog from his insulin pump based upon the result, reportedly with no ill effect. Although he continued receiving or bolusing insulin throughout the day, the pt provided no details regarding other blood glucose results obtained during the day and refused to state whether he became or was symptomatic before or after testing. At 8:00 pm the pt treated again with insulin. At 8:40 (a.m or p.m was not specified) the pt obtained 294 mg/dl with another meter. There is no indication the product contributed to injury since the pt reported no injury or symptoms. However, since the pt had not control solution to troubleshoot, and despite correct strip storage, the complaint is reported. The cca replaced all product.

Manufacturer narrative:
Lifescan (lfs) has requested return of the subject product(s) for evaluation. If the product(s) are returned, lfs will evaluate it/them and inform FDA of product(s) that do not pass inspection in a supplemental report.